Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a 50% or greater symptom reduction and the cause of the event was determined. It was device related and reprogramming was needed. The device was off and the patient was seen on (B)(6) 2014. The patient had an MRI of their brain on (B)(6) 2014, a CT heal on (B)(6) 2014, programming/impedance checks were done on the day the patient was seen in june, and an eeg was done on (B)(6) 2014 along with labs. The patient recovered without permanent impairment. It was complicated as the patient had seizures and altered mental status (ams). The device was off with full work-up done. There was an abnormal eeg but the patient was better and programming was performed. It was noted ammonia was high and they were hyponatremic which was difficult to read in the letter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went for a MRI, but the results were not known. The patient called a manufacturer representative on (B)(6) 2014, stating that she felt like her implantable neurostimulator (ins) was not working. When visited by the representative, the patient was "very out of it." The ins was found off and when turned back on it seemed to make the patient's cognition worse. The representative did not feel comfortable turning and leaving the patient's ins back on without someone around. The representative spoke to the patient's daughter, who thought it was a good idea to wait until the patient saw her doctor.

Event description:
It was reported the patient never had therapeutic effect. It was noted the patient was seen in the clinic and they presented in the ¿off state¿ with a return of symptoms. It was noted the implantable neurostimulator (ins) was turned off. It was stated the patient had some apparent confusion and was ¿out of it.¿ it was noted the manufacturer representative was not going to turn the ins back on. It was stated the patient would see their doctor on 2014-(B)(6) for assessment. It was noted the ins was charged to 100% and the patient had routinely charged even though they were unaware the ins had been turned off. It was stated the patient fell one month prior to report and ended up in the emergency room where they had an electrocardiogram (ECG). It was stated the stats showed it was on 60% of the time which clinically supported the ins being off on the day of report when it was interrogated with the clinician programmer. It was stated the patient had a return of symptoms about 2-4 weeks prior to report with tremor.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37651, serial# (B)(4), product type recharger. Product ID 3387-40, lot# v006765, implanted: 2006-(B)(6), product type lead. Product ID 3387-40, lot# v006568, implanted: 2006-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 748240, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).